Event description:
It was reported the patient was getting too stimulation where they needed it, but when the patient pulls belt up over implantable neurostimulator (ins), they felt a "surge of intensity". It was clarified, this was not a shocking, but felt like the amplitude had increased. The patient was seen by a manufacturer representative last week and they were able to reproduce this by palpating over the ins. Impedances were taken and only electrode 9 was showing >10000. It was noted, electrode 9 was not used in programming. It was reported, when they pushed on the ins they felt more stimulation. It was stated it was more of a positional situation or where there is pressure on the ins. It was reported when patient sits and leans forward, then it allowed the ins to "flatten out" forward in a flexing position and it was assumed the wires were still coiled underneath but it was pressing on something. It was reported this has been going on for one month and there was not report of falls/trauma. It was noted the increase in intensity of stimulation sensation was in the area where the patient usually felt stimulation (leg). It was reported the patient did not feel stimulation or sensations around the ins. It was noted the impedance printout showed the first four of 15 were out of range. Results were; 0-9, 1-9, 2-9, 3-9 were all >10,000. It was reported when impedance measurements were taken at 3.0v, electrode 8 results were; 8,9 <(><<)>150 ohms; 8,10 492 ohms; 8,11 <(> <<)>150 ohms; 8,12 <(><<)>150 ohms; 8,13 <(><<)>150 ohms; 8,14 <(><<)>150 ohms; 8,15 669 ohms. It was reported the contacts 8-15 saw <(><<)>150 ohms as well.

Event description:
Additional information received reported that no lead fractures were noted on the x-ray. It was noted that the patient chose to do nothing at the time of report. It was noted that no interventions were needed.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension, (B)(4).

Event description:
Additional information received reported, the patient was being referred by the doctor to a neurosurgeon so the lead and or extensions could be checked.